Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for interstim - other. It was reported by the patient that they thought the implant quit working. The patient also inquired about ins longevity and the patient was redirected to follow up with a health care physician (hcp) to check the implant. There were no symptoms or no further complications reported/anticipated.